Manufacturer narrative:
Examination of the returned device by depuy metallurgy found no evidence of material or manufacturing defects. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed also confirming fracture in vivo. The investigation can draw no conclusions with the information made available. Product problem has not been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and a fractured srom stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.